Event description:
Returned device analysis noted a cuff miss. Confirmation was received from the account that the correct device was received and no additional sutures were placed following the issue.

Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was confirmed. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of unspecified tissue injury (vascular injury) and hemorrhage are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, everything was deployed as usual. The sheath was upsized to 14f and the tavr procedure was completed. The two knots were advanced successfully to the vessel wall, yet bleeding continued. As bleeding was more than pulsatile, the patient went to surgery. After incising the vessel, a broken foot was found in the damaged vessel. The foot was removed; surgical suturing repaired the artery and achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.